Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had pain on their left and right sides near their waist. The patient stated that they had to keep switching their settings to be on the right side, then the left side. The patient reported they had an adjustment 4-5 months ago and they thought everything was fine. They noted the device was originally implanted for pain on the right side. They stated that several months ago, the pain started on the left side. The patient reported that all of a sudden, the pain on the left side felt different than normal. They stated it was stronger, stinging pain. They reported that they tried adjusting stimulation, but it did not help. The patient had a doctor¿s appointment set for (B)(6) 2018. No further complications were reported. Follow-up was conducted.